Event description:
An ave gfx stent was inserted into a severely calcified circumflex coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back and the stent dislodged from the stent delivery system. It is not known if the physician followed the instructions for removal of an undeployed stent. A "cutdown" was performed and the stent was successfully removed from the pt and discarded. There is no further info available and there was no additional clinical sequelae reported to the event.